Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inaccurate delivery can be the result of, but is not limited to, interaction with lesion/anatomy, physician technique/handling, kinked shaft, and/or device positioning. It may be possible that anatomical conditions contributed to the reported inaccurate delivery; however, this could not be confirmed. A review of the finished device lot history record did not reveal any nonconforming material records for this lot that could have contributed to this complaint and there have been no other incidents for inaccurate delivery reported for this lot. A conclusive cause for the reported deployment difficulties could not be determined and there is no indication to suggest a product quality deficiency. All acculink stent systems are visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment.

Event description:
It was reported via a trial that during a carotid artery stenting procedure, during deployment the stent jumped forward into the right internal carotid artery (ica) and did not completely cover the right common carotid artery(cca) lesion. A second stent was deployed distal to the first with successful results. There was no reported adverse patient sequela and the patient was discharged to home the next day. No additional information was provided.